Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving effective stimulation. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the implanted lead was disconnected and two new leads were implanted. This addressed the issue.